Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support (cts), the customer confirmed that the pump turned on when plugged into a power source. Additionally, it was reported that the pump touch screen was cracked. The reason for the cracked screen was unknown. Customer's blood glucose was 200 mg/dl. The contact confirmed that an alternate method of insulin delivery would be obtained from healthcare provider and declined further follow up from cts.